Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that physician's handheld would freeze during interrogation. New handheld was shipped to the site. However, it was then reported that the new handheld would give the same problem. Troubleshooting steps were performed on the old wand and the problem was not resolved. Different wand was tried on the new handheld and the site could successfully interrogate a demo generator. Same wand was then connected to the old handheld and interrogation was done successfully. It was concluded that there was an issue with the wand and not the handheld. Old programming system was returned to MFR for product analysis. Analysis was completed on the handheld and software and no anomaly was found. Analysis was completed on the wand and the reported allegation was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors was cleared. No other anomalies were found with the wand.